Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 136.80 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.